Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the left eye implant have a defect. Additional information has been requested and received stated that when patient looking at any straight vertical edge, there are diagonal lines that effecting the edge, the lines are symmetrical and only transverse only on vertical edges. The patient see enlarged version of images as compared to right eye. Estimated about a 15 - 20 % increase in size of the image. Before the surgery both the left and the right eye were identical but after surgery patient not able to focus properly due to the different image sizes. For any close up work, e.g. Working on computer, patient need to close one eye as he see dual imbalanced images with both eyes open. No further information available.